Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. During surgical intervention, a crack was identified in the right cylinder connecting tubing. All ipp components were removed, with the exception of the reservoir, which was left in place. A new ipp was subsequently implanted, and no additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 1100239083. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.